Manufacturer narrative:
P-cap or reservoir locks properly into place. Device passed displacement test, rewind, prime or seating, basic occlusion, force sensor test and occlusion test. Device received with minor scratched lcd display window. No damage on retainer ring noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the o ring was damaged and the lens was cracked. Customer stated that the retainer ring was not damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.